Manufacturer narrative:
The lens was returned positioned incorrectly posterior side up in the lens case. Blood and solution was dried on the lens. One haptic was broken in the haptic insertion area (broken portion not returned). Other lens damage was observed due to how the lens was loaded in the lens case for return. All product and batch history records are quality reviewed prior to product release. The file indicated the use of a qualified cartridge with a handpiece. Two viscoelastics were indicated, only one is qualified for the lens/cartridge combination used. It is unknown if the qualified product was used. The reported broken haptic was observed. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of blood, surgical solution, and the condition of the returned sample, the damage is most likely related to customer handling. The root cause for the reported "vitrectomy" could not be determined. The inspections ensure that the material meets all required specifications before it is allocated for use. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received: no sutures has been performed.

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported haptic broke. Patient contact was noted. Additional information received: the reporter returned a completed questionnaire and reported patient identifiers, associated products, and reported that a vitrectomy and sutures were required as a result of this event.